Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had been capped and replaced as noise was observed.

Manufacturer narrative:
Concomitant medical products: d224drg ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced as it "didn't work right." Follow up with the physician's office indicated that the lead was failing to capture. No patient complications have been reported as a result of this event.